Manufacturer narrative:
(B)(4). It was reported that multiple communication failures occurred and that the emergency stop button was on. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation two device shutdowns were provoked by the emergency stop button light on. This event occurred due to the incorrect initiation of the controller which required to be rebooted to function properly. Furthermore, the issue is known and is due to the version of the source code in the controller. It was already analyzed in a supplier non-conformance and was defined as acceptable due to the low number of occurrence and the weak impact on surgeries.

Event description:
A communication failure and a shutdown occurred when attempting to connect. E-stop button light was on, but button was not pushed or activated. The robot was restarted and when it was attempted to connect, the robot shutdown. The robot was turned off and was left off for 3 minutes. The robot was restarted and the robot connected. Patient was not harmed, delay was inferior to 15 minutes.